Event description:
It was reported by the customer "the patient reported to the rn at her disconnect that the mediport started leaking at 10pm the night before. The rn was able to flush it and disconnect the patient." "Serious of 28 similar events from (B)(6) 2022 from three lot numbers (asgsfc061, asgsfc052, and asgsfc076).a leak was noted from the mediport needle tubing during intravenous continuous infusion (ivci) of chemotherapy medication.  Events involve a patient will report leaking, or a nurse will identify a leak, after (24-48hr) infusion.  After each report, a crack was found at the bifurcation on the mediport tubing at the proximal site.  The cracks are nearly identical in nature.  These cracks have been associated with take-home 48-hour infusions with 5fu."28 occurrences were reported.  After follow-up with the customer, differentiating information was received. Multiple files were created to capture the differentiating information across the 28 occurrences.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. 28 occurrences were reported by the customer. After follow-up with the customer differentiating information was received that required additional files. The following medwatch reports were created to capture the differentiating information across the 28 occurrences:  3006260740-2023-00176, 3006260740-2023-00175, 3006260740-2023-00174, 3006260740-2023-00173, 3006260740-2023-00172, 3006260740-2023-00178, 3006260740-2023-00179, 3006260740-2023-00180, 3006260740-2023-00181, 3006260740-2023-00177, 3006260740-2023-00187, 3006260740-2023-00186, 3006260740-2023-00185, 3006260740-2023-00184, 3006260740-2023-00183, 3006260740-2023-00182, 3006260740-2022-04404, 3006260740-2022-04515, 3006260740-2022-04406, 3006260740-2022-04407, 3006260740-2022-05664, 3006260740-2022-05840, 3006260740-2022-05841, 3006260740-2022-05859, 3006260740-2022-05858, 3006260740-2022-05910, 3006260740-2022-05982, 3006260740-2022-06010.

Event description:
It was reported by the customer "the patient reported to the rn at her disconnect that the mediport started leaking at 10pm the night before. The rn was able to flush it and disconnect the patient." "Serious of 28 similar events from 9/27/2022 through 12/14/2022 from three lot numbers (asgsfc061, asgsfc052, and asgsfc076).a leak was noted from the mediport needle tubing during intravenous continuous infusion (ivci) of chemotherapy medication.  Events involve a patient will report leaking, or a nurse will identify a leak, after (24-48hr) infusion.  After each report, a crack was found at the bifurcation on the mediport tubing at the proximal site.  The cracks are nearly identical in nature.  These cracks have been associated with take-home 48-hour infusions with 5fu."28 occurrences were reported.  After follow-up with the customer, differentiating information was received. Multiple files were created to capture the differentiating information across the 28 occurrences.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. Needleless injection caps were attached to both luer adapters. A longitudinally aligned crack was observed in the y-site. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the crack in the y-site. Microscopic inspection of the crack revealed a granular fracture surface. The crack occurred along a weld line in the molded material. Material discoloration and superficial stress cracks were observed in the vicinity of the fracture. The crack occurred along a feature in the material that occurred during the molding of the y-site component and appeared to be the result of that weld line feature. The device is a supplied component and the supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "the patient reported to the rn at her disconnect that the mediport started leaking at 10pm the night before. The rn was able to flush it and disconnect the patient."